Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. A manufacturing record evaluation was performed for the finished device lot number an0902, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke easily during use. There were no adverse patient consequences reported. No additional information was provided.